Manufacturer narrative:
(B)(4): it was reported that patient had lysis of intra-abdominal adhesions and right cyst aspiration on (B)(6) 2010.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent lysis of adhesions, right fallopian tube cystectomy and resection of vaginal polyp and redundant tissue on (B)(6) 2013, due to chronic pelvic pain. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, recurrent stress urinary incontinence, frequency, dyspareunia, infections, bleeding and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that following insertion the patient experienced urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring, depression, and redundant tissue. It was reported that the patient underwent vaginal mesh erosion repair on (B)(6) 2014. It was reported that the patient underwent laparoscopic burch colposuspension procedure (complicated by severe adhesions from prior sling surgery) on (B)(6) 2014. No additional information has been provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 07/08/2016. It was reported that following insertion the patient experienced urinary urgency, urge incontinence, low back pain and nocturia. (B)(4).

Event description:
Details: it was reported that following insertion the patient experienced urinary urgency, urge incontinence, low back pain and nocturia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, difficulty urinating, vaginal pain, and vaginal discharge.

Event description:
It was reported that following insertion the patient experienced frequency, difficulty urinating, vaginal pain, and vaginal discharge.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.